Manufacturer narrative:
An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
The customer reported an issue regarding a joey pump. The customer reports that a mother found her child in her bed in a comatose state on (B)(6) 2015. The mother noticed that the child's pump was operating, but the bag with the feeding solution appeared to still be full. She disconnected the connection and tried to push some feeding into the balloon gastrotomy extension with a syringe, but could not. She tried again with a syringe of water and was able to unblock the access. The unit failed to alarm when there was an occlusion. The child was rushed to the hospital where she was intubated an stayed in a comatose state until (B)(6) 2015.

Manufacturer narrative:
Investigation date: 07/18/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit failing to alarm when an occlusion was present was performed. The unit was tested and the complaint was confirmed. The unit and feeding set (provided by customer) did not always detect an occlusion. The cause of the reported condition is associated with the complaint feeding set. The feeding set appears to have a concentricity issue. Kangaroo joey was manufactured in 2007. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(6).